Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Review of the device history records indicate that devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: hmrs rot hinge bumper 3 deg; cat#64832153; lot#lbo191, hmrs rot hinge axle; cat#64831350; lot#ctd325, kmax+ rot kn med tib sleeve; cat#64823350; lot#lbi591, hmrs rot hinge tib insert 10 mm; cat#64833110; lot#lbj813. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
In reporting a post-operative implant failure, it was reported that the patient had a revision of the right knee on (B)(4) 2014.

Manufacturer narrative:
The following device was also listed in this report: hmrs rot hinge fem bushing; cat# 64831250; lot# lax8361. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An event regarding revision involving a hmrs tibial component was reported. The revision surgery was confirmed through the information provided. Method & results: device evaluation: could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant stated the following comment: the records document a segmental femoral resection for malignant bone tumour, osteosarcoma, in 2003. Since then multiple revisions have been performed, not really specified but exchanges of axle/bushings were at least several times performed. The cause of these revisions is not clear from the records. There are no obvious issues evident from the devices implanted other than the evident fracture section. Also the records provide no clues why these problems did occur. Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: while we can confirm that revision surgery took place in (B)(6) 2014, the exact cause of the revision could not be determined because insufficient information was provided and the device was not returned. A review of the provided medical records by a clinical consultant stated the following comment: the records document a segmental femoral resection for malignant bone tumour, osteosarcoma, in 2003. Since then multiple revisions have been performed, not really specified but exchanges of axle/bushings were at least several times performed. The cause of these revisions is not clear from the records. There are no obvious issues evident from the devices implanted other than the evident fracture section. Also the records provide no clues why these problems did occur. Further information such as product evaluation, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
In reporting a post-operative implant failure, it was reported that the patient had a revision of the right knee on (B)(6) 2014.